Event description:
It was reported that the previously working remote monitor was no longer able to establish telemetry with the patient's implanted heart device. Greater distance was established between the antennae and the device but the situation was not resolved. It was further reported that the implanted device was able to be successfully interrogated by a programmer. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor has transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.